Manufacturer narrative:
Additional information on the suture has been requested, no data on the suture type is available at this time. Covidien distributor believes the product to be cv917 - velosorb 2-0 und 90cm kv34 x36. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Patient had a perineal repair done in (B)(6) hospital post-delivery. The stitches didn't dissolve and were causing pain and subsequent infection occurred. Patient went to gp, who removed the suture, but patient will have to go for an additional repair, it was reported that wound dehiscence occurred. Velosorb fast is routinely used in (B)(6) hospital and the assumption is that the suture that was removed is velosorb fast.